Event description:
The customer reported the defibrillator displayed a device needs service prompt during operation. There was no negative impact on the pt.

Manufacturer narrative:
(B)(4). The customer reported the defibrillator displayed a device needs service prompt during operation. There was no negative impact on the pt. The reported issue was duplicated by philips. The malfunction was isolated to the qcpr meter having a damaged wire. The defibrillator passed all performance assurance tests when the qcpr meter was detached.